Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-oct-2022 to 14- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawers were not detected, likely due to seated connection failure. Although the connections were properly seated. The field service engineer reseated the row board and retractor band cables, restoring the drawer detection on the bus. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer not detected on bus. During device investigation, a field service engineer found burn marks with exposed wire on pyxis bus cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the burn marks with exposed wire on pyxis bus cable. A field service engineer replaced pyxis bus cable, reseated row board and retractor band cables to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer not detected on bus. During device investigation, a field service engineer found burn marks with exposed wire on pyxis bus cable. There were no adverse events or injuries reported based on this event.